Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) folfusor sv2 device had separated from the stress member post before use. There is no report of patient injury or medical intervention. No additional information is available. This is report 5 of 6 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of "separated reservoir" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.